Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg was unable to communicate with the external device and patient lost therapy. The patient underwent an unrelated surgical procedure on (B)(6) 2019 and the ipg was not placed into surgery mode. Surgical intervention may occur to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-operatively.